Manufacturer narrative:
This left ventricular (lv) lead was surgically abandoned and will not return for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to unknown product performance anomaly. Subsequently, it was replaced with a different model lead. No additional adverse patient effects were reported. Additional information indicated that this lv lead insulation was compromised, then it was replaced with a different model lead. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to unknown product performance anomaly. Subsequently, it was replaced with a different model lead. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to unknown product performance anomaly. Subsequently, it was replaced with a different model lead. No additional adverse patient effects were reported. Additional information indicated that this lv lead insulation was compromised, then it was replaced with a different model lead. No additional adverse patient effects were reported.